Manufacturer narrative:
The ventilator was returned to the manufacturer for failure investigation. The failure investigation technician found the touchscreen is out of specification and could not be calibrated. The touchscreen was returned to the vendor.

Manufacturer narrative:
(B)(6).

Event description:
The manufacturer's field service technician (fse) reported that during installation at the facility the touch screen of the unit would not turn on. There was no patient involvement.

Manufacturer narrative:
Updated.